Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation. The irritation was described as an open bleeding wound. The patient was unsure of any known metal allergies and believes nickel is causing the irritation. There was no alleged device malfunction contributing to the irritation. The patient's niece is a pa and suggested the patient try benadryl for the irritation. The medical outcome is unknown. Supplemental report 9/28/2021: submitting report to correct section g4.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation. The irritation was described as an open bleeding wound. The patient was unsure of any known metal allergies and believes nickel is causing the irritation. There was no alleged device malfunction contributing to the irritation. The patient's niece is a pa and suggested the patient try benadryl for the irritation. The medical outcome is unknown.